Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ii, sac growth, and colitis. Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiib and the secondary endovascular procedure to reline as a result of the endoleak. Additionally there was evidence to reasonably support a persistant endoleak type iiib and type ii present since 3 months post implant. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4)%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information was received, the patient underwent a secondary procedure on (B)(6) 2017 to place a main body and proximal extension there has been no additional patient sequelae reported as of the date of this report.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted with a suprarenal aortic extension on (B)(6)2011 to treat an abdominal aortic aneurysm. On (B)(6) 2017 approximately 5.5 years post-op the patient was admitted to the hospital with a high fever and colitis. A CT was performed and revealed an increase in the aaa diameter (unknown diameter) with a possible type iiib endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.